Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause was undetermined. The patient weight was updated.

Manufacturer narrative:
Additional information received noted that the information in the initial submission of manufacturer's report #3007566237-2018-01861 was already submitted under this report (# 3004209178-2018-15518). A supplemental report noting this correction was submitted under #3007566237-2018-01861. Updated concomitant product information: product ID 3389s-40, lot# va15xnq, implanted: (B)(6) 2016, product type: lead. Product ID 3389s-40, lot# va15xnq, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was high out of range impedances on the left and right subthalamic nucleus (stn) leads. The out of range impedances on the left stn lead were first observed (B)(6) 2017, and on the right stn lead on (B)(6) 2017. Interventions included reprogramming on three different occasions: (B)(6) 2017. The left stn lead was also observed to be out of range on (B)(6) 2017. The right stn lead high impedances had resolved without sequelae as of (B)(6) 2017. Etiology was related to the device/therapy and not related to implant procedure. There were no clinical symptoms, per the primary investigator, and therefore the event was not clinically significant. The event resolved without sequelae as of (B)(6) 2017.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40, lot# va15xnq, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va15xnq, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was high out of range impedance. It was noted this was resolved without sequelae on 2017-11-13. The patient was reprogrammed three different occasions: (B)(6) 2017. The lstn impedance was out of range on (B)(6) 2017, the rstn impedance was out of range on (B)(6) 2017, and the lstn was out of range on (B)(6) 2017. It was noted this was related to the device or therapy. It was not related to the implant procedure. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.